Event description:
It was reported that the patient's trial began the day prior to the report. The patient stated the lead "came off" of her body while she was "possibly" in the bathroom and was not sure how to fix it. After additional review, the patient's external stimulator wire from the bottom plug was disconnected. It was unclear if the wire was disconnected from the patient's body also. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, cause and psc codes. Rfr (B)(4) migration was applied for the report that the lead came off the body since no report of dislodgement was stated. A good faith effort for follow-up was conducted but no additional information was obtained. The lead was explanted, but not returned. Device return and analysis is not needed to assist in the evaluation and investigation of the event. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend migration. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was related to normal or expected complications or performance as disclosed in product labeling. Concomitant medical products: product ID: 3625, serial# unknown, implanted: (B)(6) 2013, product type: screening device. Product ID: 3625, serial# unknown, implanted: (B)(6) 2013, product type: screening device. (B)(4).